Manufacturer narrative:
Visual inspection: front cap arm is broken off. Cartridge holder is cracked. Base line functionality test : pass displacement dose accuracy: pass attempt to pair with commercial app using 17 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15 the pen was cut open to expose the electronics housing. Dust was observed around the electronics housing and dose detent insert. Serial number: 3d7074 lot number: b1422 software version: 3.9.0 color: pink battery life remaining: <5 months. First bond date: 3/1/23 initial battery %: 88 last bond date: 6/4/23 last battery %: 86 user mobile device: na android/ios: na testing mobile device: galaxy s21 5g android: 13 customer reports: inpen that is broken/damaged or not working correctly, gear that pushes the injection might be worn off which causes it to slip. Per visual inspection: damage inpen front cap pocket clip broken and cartridge holder cracked. No damage found at the injection foot. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 14u, 15u, 15u, 15u, 15u. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion: per san diego: visual inspection: front cap arm is broken off. Cartridge holder is cracked. Inpen passed base line functionality test and displacement dose accuracy. Attempt to pair with commercial app using 17 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. The pen was cut open to expose the electronics housing. Dust was observed around the electronics housing and dose detent insert. Leadscrew anomaly was not confirmed. Cartridge holder damage was confirmed due to cracked cartridge holder. Cosmetic damage was confirmed due to broken off pocket clip. Injection foot damage was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic via social media indicated that the inpen screw mechanism had slipped and had not delivered the designated bolus correctly. Troubleshooting could not be performed as it was received from the social media. No harm requiring medical intervention was reported. It is unknown whether the customer will continue using the device; however, the inpen will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.